Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the prime test due to protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer's blood glucose level was unknown. 114 mg/dl. The customer reported that the insulin pump had motor error during bolus. They stated that the drive support cap was flush. The customer stated that the insulin pump passed the displacement test. The insulin pump will be returned for analysis.